Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin leaking from the reservoir into the reservior compartment. No damage to the o-rings was reported. Nothing further was reported.